Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not performing a 3d spin. The site proceeded by using another imaging system on site. There was a less than one-hour delay to the procedure, and no reported impact to patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r, ubd: unknown, UDI#: unknown. Product ID: bi71000444r, ubd: unknown, UDI#: unknown. Product ID: bi71000442r, ubd: unknown, UDI#: unknown. Work order complete: h3, h6) a manufacturer representative went to the site to test the imaging system. It was reported that the system was booting but would not spin. The motion interface was replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
System serial number was updated to (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r, serial/lot #: (B)(6) rev. 4 h2) the following product ids were returned unused and are no longer relevant to this event: product ID: bi71000444 and product ID: bi71000442. H2-3) the enclosure motion control was returned to the manufacturer for evaluation. After functional testing, performance testing, v isual/physical examination, and usability inspection, the reported issue was not confirmed. The results of the analysis concluded that no fault was found. The gantry door opened and closed successfully during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.